Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the pump has been rebooting for the past 6 months. The patient stated that when he tried to reboot the pump on (B)(6) 2012, the pump would not hold power and would shut off. The issue reportedly occurs every day. It was noted that the patient used new lithium batteries during a battery change. The patient denied corrosion or damage to the battery compartment or battery cap. It was indicated that the battery cap was able to secure tightly to the pump and that the yellow o-ring was not visible. The battery cap was reportedly not replaced for 7 to 12 months. The user guide instructs the patient to replace the battery cap every six months. It was indicated that the patient was able to perform the rewind, prime and load steps on the pump. The patient reportedly wore the pump in a pocket and stated that he hears the pump beeping and sees the verify screen. There were no bg excursions related to the reported power issue. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2012 with the following findings: a review of the pump history indicated rebooting had occurred. A review of the pump history also indicated call service alarms had occurred. Visual inspection revealed no damage to the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete investigation. The pump powered on with a blank display screen. Investigation revealed that the display screen was cracked. Using a test display, the pump powered on normally with no alarms. While performing the sequence to load a cartridge, the piston did not move during the rewind step and a call service alarm occurred. The motor was removed and connected to an external power source, and the motor would not move. Testing for the alleged power complaint could not be completed due to inability to load the cartridge. Unrelated to the alleged power issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.